Event description:
The following has been reported: customer reported: "out of box failure. Pump triggers "tubing set is misloaded" or "greys" out the "start" button when programing an infusion after loading the set. The tubing set was tested on alternate pumps and no issues noted. New sets tried on the same pump and the same alerts triggered regardless of change of sets. Oobf patient harm: no. Infusion stoppage: no". Fk technical implementation specialist reported: the pump failure was identified during nicu training. No patient harm." A preliminary review identified the following issue: tubing set misloaded. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an out of box failure. Upon initial evaluation the vr coupler was found to be sticking in without the requisite outward spring force. An internal investigation found the flanged bearing that is in the resistor housing came loose and was jamming that spring in place. A new flanged bearing was installed in a new resistor drive housing and functionality was restored. The resistor drive motor was accidently damaged during investigation and was also replaced. No other damage was identified.